Event description:
Per the clinic, on (B)(6) 2015, the patient underwent a surgical procedure to have excess tissue excised from around the perimeter of the implant. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.